Event description:
In 2005. I had a repair for left inguinal hernia repair was done with perfix plug system. I have had disabling pain ever since, I was told the nerve is entrapped in the mesh. In 2007, had another surgery because of the pain still associated with the first operation and nerve entrapped in the mesh, second operation was due to inguinal nerve entrapment in the mesh and plug. Mesh and plug not removed during second operation only neurectomy performed ilio inguinal nerve and its branches cut an tied. Now having a third operation to remove mesh and plug approx seven and a half months later. Still in disabling pain after second operation. I have been in pain management since four months earlier. I have had 6 series of nerve block all have done nothing. Dates of use: 2005 - 2007. Diagnosis or reason for use: left inguinal hernia.